Manufacturer narrative:
The evaluation and repair of the device has been completed. The service engineer (se) verified the event and replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device has not been completed.